Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03483. The patient received 2 scs leads with the same lot number. The patient reported he is not receiving effective stimulation after multiple reprogramming. The patient also reported his other external devices are not "working well". No additional information is available at this time.